Manufacturer narrative:
A ge representative evaluated the system and calibrated the camera and imager for proper beam size readings. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the fluoroscopy beam size was non-compliant. No patient injury was reported.